Manufacturer narrative:
(B)(4). Batch # unk investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information provided: elective cholecystectomy x laparoscopy without incidence, discharged on (B)(6). The patient went to facility on (B)(6), 5 days post-surgery, due to poorly controlled abdominal pain and was discharged with reinforced analgesia. The patient went facility on (B)(6) 2022 due to pain when an abdominal CT scan was performed, which showed a collection in the cholecystectomy bed measuring 7x8cm in size. The patient was referred directly to the hospital for suspicion of biliary fistula/biloma. On (B)(6) the patient underwent ercp which reported a high debit biliary fistula at the cystic level and a totally covered metallic prosthesis was placed. The patient evolves well. Echo abd on (B)(6): postcholecystectomy collection in the surgical bed that has decreased significantly in size, so it is not tributary to percutaneous drainage at the present time. The patient was discharged on (B)(6) 2022. Visited in the ecc, correct evolution, pending ercp control and removal of the biliary prosthesis. Additional information was requested, and the following was obtained: was there any difficulty with the clip applier during the initial procedure? If yes, please explain. What healthcare professional fired the device and what is his/her experience with the device? Was each clip loaded and inspected off vessel before placing on the vessel and firing? During any time during the care of the patient did they see clips? If yes, please describe their shape/formation? How many clips were placed on the cystic duct (patient side) in the initial procedure? Why does the surgeon believe the issues reported was cause by the ethicon el5ml device? What is the current patient status? Response: the attending responsible for case has been an attending since 1992 who has been with the facility for almost 30 years and has experience with thousands of cholecystectomies. Experience with the current product quite a bit as well. The attending does not recall any special problems during surgery, so cannot answer specific questions. The technique is standard with minimum 2 clips on the cystic stump and cystic artery. We only suspect that the high debit cystic leak biliary fistula would be related to the clips. We think this because it was a regular surgery with no other inconveniences and also because we observed a posteriori in some subsequent cases that the clips in some circumstances do not close correctly. The patient is doing well, pending ercp for removal of the biliary prosthesis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is a video available? Can you confirm how each clip was applied? Does surgeon load the clip off of the vessel before applying to the vessel and then fire?

Event description:
It was reported that during a cholecystectomy the customer suspect a bad clip application. There were patient consequences of bleeding and other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision).